Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water infiltrated the camera, and the coupler was oxidized. Based on the results of the investigation, since the customer¿s allegation could not be reproduced, a root cause could not be identified. For the newly identified malfunctions: because one of the switches was perforated, water infiltrated the camera; and for the oxidized coupler, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a blurry image. There were no reports of patient harm.